Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with cervical spondylotic myelopathy underwent an asf at c5-c7 (c6: corpectomy). During the procedure, the first screw became stuck with the driver while being inserted and eventually came off along with it. The procedure was completed by using a larger diameter (4.5 mm) screw. The surgical time was extended less than 15 minutes due to the incident. No patient complications were noted. Update: 11 dec 2014: the screw was discarded at the hospital, unable to identify the numbers. No damage to the patient anatomy reported. The procedure was completed successfully through the screw replacement. The surgeon used the complained driver again after removing the stuck screw.